Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that that the subject device displayed error message 104 (anti-cloudy function decrease alert), and blackouts occurred several times. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: universal cable was scratched, the video connector terminal was dented, the objective lens was scratched, and the video connector cover was dented and cracked. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: universal cable was scratched due a component failure of universal cable, the video connector terminal was dented, and the video connector cover was dented and cracked due a component failure of video connector, and the objective lens was scratched due a component failure of objective lens. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer,